Event description:
During a procedure, a leak was observed from the valve of the sheath. The sheath was exchanged and the procedure was completed with no adverse health consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11.one 13f agilis steerable introducer sheath was received for evaluation. An event of a gas leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. A separate tear was also noted at one side of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit tear remains unknown.